Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the tip of the probe broke off and was lost inside the pt.

Manufacturer narrative:
Olympus contacted the reporter and was informed that the user had utilized the device to cut through an ovary and the tip broke off about 3/4 of the length of the probe. The tip was said to have been retrieved but when it was being removed from the pt the broken tip became lodged in the pt's skin. An x-ray was then performed to locate the broken piece; the broken piece was found and it was removed from the pt. There was no pt injury reported. The reporter mentioned that prior to the probe being broken, the generator alarmed indicating that there was a problem during the activation of the subject device; however, the user was able to clear the alarm by pressing the activation button once. The device referenced in this report was not returned to olympus for eval, as it was discarded following the procedure. The exact cause of the user's experience could not be conclusively determined but user error's technique could not be ruled out as a contributory factor to the reported event. The device instruction manual warns users "if the alarm tone sounds and an error window is displayed during the procedure, immediately stop the procedure. During surgical procedures, withdraw any equipment from the body cavity. Do not remove the transducer plug from the ultrasonic generator. Follow chapter 8, "troubleshooting", in the instruction manual for the ultrasonic generator. Otherwise, the probe tip may break and drop inside the body cavity." This report is being submitted as a medical device report in an excess of caution.